Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, after taking a routine biopsy, bleeding occurred at the biopsy site. A clip was placed successfully to control the bleeding, and then the procedure was completed with a different device. No damage was noted to the forceps device or its packaging prior to use. The patient's condition at the conclusion of the procedure was reported as being stable.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Additional information: the biopsy was taken from the esophagus.